Event description:
A pt presented with bilateral upper extremity neuropathy, arm numbness and post-procedural pain that developed following an off-label use of the high intensity focused ultrasound (hifu) device to perform contouring of the triceps area of a pt's upper extremities (the back fat (around bra strap) area and lower back (flank) area and a small part of her triceps area). The procedure was performed on (B)(6) 2013. No numbing cream or anesthesia was used during the treatment. During the procedure, the pt felt pain but was able to tolerate and complete the treatment. The pt reportedly has had no improvement in pain with various medications (ibuprofen, percocet, neurontin). The pt has no prior medical history of nerve issues. The physician reported the pt had adequate adipose tissue and did not treat the area near where the nerves innervate the arms lay.

Manufacturer narrative:
The medical reviewer indicated, it would be really difficult to have hifu hit the brachial plexus or major nerve trunks without extreme procedural discomfort or parasthesias. From a clinical perspective, application of hifu in the triceps area would be at some distance from the brachial plexus and nerve trunks of the upper extremity, with both subcutaneous adipose tissue and triceps muscle located between the treatment tip and the brachial plexus. Most pts have sufficient tissue depth to block hifu from reaching this level. Additionally, if this relates to hifu hitting either the brachial plexus, definable nerve trunks (radial, median, or ulnar) there would have been substantive discomfort during the procedure. This appeared not be noted in the report. There was no description of motor weakness in either of the upper extremities. There is not an accurate description of hand numbness/tingling (e.g. Radial, median, or ulnar nerve sensory pattern distribution. The only other nerve that would be possible to injury would be the median antebrachial cutaneous nerve, located on the inner surface of the upper arm, an area not treated according to the report. The relationship between treatment, the device technology, and clinical presentation following an off-label use of the device cannot be determined based on available info.